Event description:
It was reported that the right ventricular lead exhibited over sensing. Noise could be reproduced in clinic with isometrics. The patient experienced lightheadedness, headaches and near syncope during over sensing episodes. The patient had a cardiac bypass surgery performed, it was suspected that the lead insulation was damaged during the procedure. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that a complete lead was returned in two pieces. An insulation abrasion was found at 40.0 cm to 40.3 cm from distal tip, exposing the outer coil. Abrasion are consistent with constant friction with another implantable device.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.